Event description:
The customer reported 60 mls of clenz reagent fluid leaked from the right side of the act diff 2 instrument and flowed onto the counter. The leak was found while troubleshooting white blood cell (wbc) voteouts. No one came in contact with the fluid so there was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous patient results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse observed wbc voteout issues. He noticed the probe was bent and had moved the electrode in the wbc bath out of position. The fse repositioned the flag and replaced the electrode to repair the leak.